Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed with message: "pressure transducer difference higher than 5cm h2o" during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the pressure transducer printed circuit board (pcb) needs to be replaced. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Defective pressure transducer pcb may lead to high pressure. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'pressure transducer difference >5 cmh2o'. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the replacement of the pressure transducer printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The device's logs and defective part were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and g2 report source were required: d1 - brand name - previous brand name: servo-s, corrected brand name: servo-s base unit; d4 - version or model # - previous version or model #: servo-s, corrected version or model #: 6640440; d4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). G2 - report source - previous report source: foreign, user facility, company representative, corrected report source: foreign, distributor.

Event description:
Manufacturer's ref. #: (B)(4).